Manufacturer narrative:
Medication's: amlodipine, aspirin, clonazepam, lisinopril, and metoprolol. UDI - (B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2008, the patient was treated for an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On (B)(6) 2017, follow up images identified a type I endoleak and aneurysm enlargement of an undetermined amount. The cause of the endoleak is reportedly unknown. On the same day, an aortic extender component was implanted for proximal extension. Final imaging showed resolution of the endoleak, and the patient tolerated the procedure.